Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat¿ from heartsine technologies on the 10th october 2018. On receipt, the device proceeded into ¿assessing heart rhythm¿ mode when the device was powered on, as per the reported fault. The fault was detected during the pip/stk testing on the 20th november 2018. Uncharacteristic measurements were taken across operational amplifier u9. The uncharacteristic measurements taken across the component u9 resulted in an erroneous impedance being detected on the ECG signal consistent with a shockable rhythm. The fault could not be replicated after component u9 was replaced. Furthermore, the switching bridge circuitry was scrutinized due to the ¿p1 off errors¿ recorded during the pip/stk testing. The investigation did not identify any measurable fault across the switching bridge circuitry. The fault may have been due to a further symptom of the u9 failure. The device successfully passed the final unit test (h032-014-004) on the 10th october 2018. This would therefore indicate that the fault occurred after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
The device starts the analysis immediately after switching on. After about half a minute the orange shock button flashes and a shock can be delivered. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device starts the analysis immediately after switching on. After about half a minute the orange shock button flashes and a shock can be delivered. There was no patient involved in this event.